Event description:
During routine testing of the device at the svc ctr, the svc tech reported that the small nonrechargeable battery was damaged due to a blown capacitor. Since the event occurred during routine testing, there was no pt involvement.

Manufacturer narrative:
Eval in progress, but not yet concluded.